Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had pain in their ins pocket after a fall. It was reported that the impedance was within normal limits. It was also reported that a pocket revision was scheduled, and the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed no significant anomaly and it was functionally okay. Analysis of the lead ((B)(4)) revealed no significant anomaly and it was segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the revision was an attempt to resolve the pain at the pocket, but it was unknown if it had been resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID (B)(4) lot# va1mqts serial# implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had discomfort during normal use. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1mqts, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp). Patient complained of pain over stimulator site, patient previously had pocket revision. Patient was receiving benefit from therapy. Implant and lead was explanted on (B)(6) 2018 and it will be returned.